Event description:
The patient was positioned on or table, prepped, draped, intubated and the surgery had begun, when the surgeon asked the anesthesiologist to reposition the or table. The anesthesiologist attempted to raise the or table and it failed to function. Immediately there was a strong electrical smell coming from the table. The table was immediately disconnected from the electrical outlet. The fire protocol initiated. The patient was safely transferred to another or table and out of the room to an awaiting or where the procedure was completed.====================== manufacturer response for surgical table, amsco 3080======================unknown at this time.